Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during three surgeries, foreign material in the cartridge. This happened four times. Additional information was requested.

Manufacturer narrative:
Nine company iii (d) cartridges lot#32699873 were returned identified for this complaint. Five of the company cartridges were open and four were unopened. The four opened samples were evaluated with only two of the samples showing use. Both used samples were visually examined. An inadequate amount of viscoelastic was observed. The cartridges were cleaned for further evaluation. Damage is observed on the right side of the tip of both cartridges. Both cartridges have evidence of placement into a handpiece. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat. A coating disruption is observed on the right side of the tip of each cartridge at the damaged areas. One unused sample was evaluated. Functional and dye stain testing were conducted with acceptable results. No lens or cartridge damage was observed. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided for the first sample. The second sample indicates a non-qualified lens model was used. It is unknown if a qualified handpiece and viscoelastic were used. The observed material in the provided photos appears to correspond to the size and shape of the disruption of coating on the returned cartridges. The root cause for the reported could not be determined. Based on the review of the returned used company iii (d) cartridges and the provided photos, the reported foreign material was most likely internal coating material from the company iii (d) cartridge tip. A non-qualified cartridge/iol combination was indicated for one of the returned used company iii (d) cartridge samples. The use of non-qualified cartridge/iol combinations may result in delivery issues and/or damage. Both used company iii (d) cartridges also showed an inadequate amount of viscoelastic. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Although the root cause has not been determined, contributing factors could be: viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. The use of non-qualified cartridge/iol combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).